Event description:
The home patient's (hp) nurse (rn) reported via email to the corporate mailbox that the hp's transfer set was broken. The rn reported that the white twist clamp twists completely off. On (B)(6) 2010, product surveillance contacted the rn who stated the white twist clamp twists to the point of sliding over the transfer set tubing. The rn stated the reported problem was discovered by the hp during use. The rn confirmed there was no leak or crack reported. The rn stated she changed the hp's transfer set and noted that the transfer set contained fluid. The rn confirmed the transfer set was available for evaluation. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Additional information was provided: three surgeons were performing the procedure together. This was a product evaluation by the hospital. One of the surgeon's did not believe this was related to our device, rather that this type of thing occasionally happens and is a known surgical outcome. The other two surgeons think it is trocar related for the following reason. It is noted that the trocar has holes on both sides of the proximal end. The rep who was present noted that the surgeons (who are experienced) move the trocar up and down (but do not take it right out) during the case to accommodate the type of work they are doing. They are wondering if while the trocar is pulled up, if pneumo could come back through the holes and get trapped in the subcutaneous layer and if this could be the cause of the subcutaneous emphysema. The procedure was a sleeve gastrectomy. No actions were taken or required during the procedure to address the subcutaneous emphysema. The patient's hospital stay was extended by a few days. The hospital will not provide any patient related data. The rep will ask the surgeons if any treatment was required for this condition post operatively and if so what that was. Additional information was requested.

Manufacturer narrative:
(B)(4). The complaint was reviewed with an ees medical consultant and the following summary was provided: "after reviewing the documents in the complaint file, and a similar trocar, I can clearly see where there could be escape of co2 into the surrounding tissues resulting in subcutaneous emphysema. This should be a rare event, but not remote. The presence of subcutaneous emphysema can be distressing, but it is not a dangerous situation, should not be painful, and rapidly resolves." The analysis results found that the device was returned in good visual condition. Upon functional testing, the device was leak tested and passed and the penetration feature performed as intended. The instrument was found to be fully functional and conforming according to our manufacturing specifications. Please note the intent of the holes aid in reducing the pull of tissue into the sleeve during instrument/obturator removal. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a patient experienced a subcutaneous emphysema surgical complication. (B) (6).